Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was frozen and would not take input from the stylus. The programmer was able to read a device and display information, but would not take input from the stylus. The status of the programmer is unknown. There was no patient involvement.